Event description:
Additional information received from the consumer reported they had an implantable neurostimulator (ins) implanted in 1993 and it was "implanted in my female organs." The consumer later clarified they determined themselves that they were stimulated "in the wrong way" and were feeling stimulation in their females organs like they "were having orgasms when I turned it on." As a result the device was taken out five months later.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were receiving stimulation in their female organs so the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.